Manufacturer narrative:
This report is submitted on june 2, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement, and skin necrosis at the implant site, and underwent a procedure to close the wound (specific dates not reported). Additional information has been requested but has not been made available as of the date of this report.